Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and poor sensing. It was further reported that the lead had dislodged. Multiple attempts were made to re-position the lead but these attempts were unsuccessful. The lead was removed and a new right atrial (ra) lead was implanted. No patient complications have been reported as a result of this event.